Manufacturer narrative:
During routine preventive maintenance (pm) the infusion pump failed the 30 psi occlusion test, recording a pressure of 18 psi, below the acceptable range of 22 to 38 psi. In addition to the test failure, the pump was also continuously alarming for occlusion. A review of the device's serial number history revealed one prior similar complaint. The failure modes were confirmed, and the probable cause for the failed occlusion test was determined to be an out-of-calibration condition. The device was recalibrated, which successfully resolved the occlusion issue. The probable cause for the constant occlusion alarm was determined to be a component failure of the pressure sensor. The pressure sensor was replaced which successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for these failure modes. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) the infusion pump failed the 30 psi occlusion test, recording a pressure of 18 psi, below the acceptable range of 22 to 38 psi. In addition to the test failure, the pump was also continuously alarming for occlusion. No patient involvement was reported.